Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump alarmed for power error detected. Customer¿s blood glucose was 118mg/dl at time of incident. Customer states internal power source in the pump is unable to charge. Customer advised to revert to backup plan. Insulin pump will be returned for analysis.